Manufacturer narrative:
Citation: georgiev s et al. A low residual pressure gradient yields excellent long-term outcome after percutaneous pulmonary valve implantation. Jacc: cardiovascular interventions. 2019; 12(16):1594-1603. Doi: 10.1016/j.jcin.2019.03.037 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a prospective study into the long-term effectiveness of percutaneous pulmonary valve implants (ppvi). All data were collected from a single center between december 2006 and december 2017. The study population included 226 patients (unknown male/female distribution, median age 18 years, median weight 59kg), 220 of which were implanted with medtronic melody ppvis, 17 with medtronic contegra conduits, and 12 with medtronic hancock conduits (no serial numbers provided). Among all patients, 7 deaths occurred. Two of the deaths occurred from procedure-related complications, one from conduit rupture leading to severe bleeding and one from left coronary artery compression. One death occurred at 8 months post implant of the ppvi, likely due to a rhythm disturbance caused by low potassium levels. Four deaths occurred at 3 years to 7 years post implant of the ppvi for unknown reasons but possibly due to rhythm disturbances. No further details about the deaths were provided, and multiple manufacturer¿s products were mentioned in the literature. Based on the available information medtronic product was not directly associated with the deaths. Among all medtronic contegra and hancock conduit patients, adverse events included: pulmonary stenosis, pulmonary regurgitation. These were the indications for the ppvi. Based on the available information medtronic product was directly associated with the adverse events. No additional adverse patient effects or product performance issues were reported.